Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Der states that preparing to implant a stemmed, sleeved mbt revision tray. Used a 10mmx115mm reamer and attempted to place the first conical reamer with the 115x75 stem trial. The proximal end of the stem trial (where the trial locks into the reamer) is so much larger than the reamer it would not allow the physician to fully pass the conical reamer. Forced to use larger reamers in a freehand manner to allow the conical reamers to pass. Added plenty of time and frustration to the case.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.